Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient's back, hip, and neck have been really sore. They put a heating pad on their neck and back and realized they were putting the pad over where the implanted system is. Patient inquired if this could cause any damage to their implanted system. Agent reviewed heating pad compatibility use. Patient reported that when they used the heating pad, it dropped the implant battery life from 75% to 25% very quickly. Patient has two implants and did not clarify which implant they were referring to. The patient was redirected to their healthcare provider to further address the issue.